Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-03 from the consumer reporting that they were still in severe pain and could not have an MRI like they were told to because of their implant. Originally the patient¿s weight was (B)(6). The patient¿s current weight was reported to be 130 lbs. It was noted that when the patient had the implant originally the changes made were never successful. Now it was causing new problem and the patient needed an MRI for severe back problems but were unable to. No further complications were reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that she needed an MRI for severe back pain. When asked if the back pain was related to the ins the patient stated, ¿I hope not.¿ the patient reported that she was having severe back problems. The patient reported that she was in so much pain she couldn¿t walk, sleep or do anything and she was (B)(6). The patient reported that her pain got worse after the fall/fracture and with aging. The patient reported that she had not really been using the ins because it didn¿t seem to work for her and never worked since implant. No further complications were reported.